Manufacturer narrative:
Attempts to obtain additional information were not successful. The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) presented with increasing shock impedance measurements on the right ventricular (rv) lead since implant. The highest measurement was 138 ohms. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the changes in the shock impedance measurements are more indicative of potential calcification/ionic build up around the high voltage coils and/or device. Additional troubleshooting was discussed. A review of the memory noted that the ICD delivered two shocks; shock impedance measurements were in normal range (70 ohms). All other lead measurements appeared to be stable. No noise was observed on the ventricular and shock channels. No adverse patient effects were reported. The field representative was to provide this information to the physician.